Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 305916 batch#: 2287687 it was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: writer was trying to administer hbv, but could not inject the vaccine into the student's arm due to resistance from the needle. Another nurse witnessed same; writer pulled out the needle without administering the vaccine; writer called and informed dad about it; dad understood same and agreed to continue with routine vaccination. Writers administer hpv vaccine on left arm (below the attempted site for hbv as per student¿s preference.) Another hbv with new needle was given on right arm. Who was affected? Patient verbatim: complaint received via email(s) attached. Ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2023 type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: writer was trying to administer hbv, but could not inject the vaccine into the student's arm due to resistance from the needle. Another nurse witnessed same; writer pulled out the needle without administering the vaccine; writer called and informed dad about it; dad understood same and agreed to continue with routine vaccination. Writers administer hpv vaccine on left arm (below the attempted site for hbv as per student¿s preference.) Another hbv with new needle was given on right arm. Who was affected? Patient device information device name/description: needle hypodermic safety 25ga x 1 in manufacturer: becton dickinson canada inc manufacturer code/model: 305916 serial or lot number: (B)(6) expiry date: unknown supplier: medline canada corporation supplier catalogue number: 308-305916 is device retained: yes wipe, contained, labeled? Wiped, double bagged (if consumable), and labeled as per instructions.

Manufacturer narrative:
Three samples were received. They came in sealed packaging blisters. Visual inspection was performed, and no defects or imperfections were observed. Each sample was assembled to a syringe with saline solution. All the samples expelled the solution with normal flow. Based on the investigation, the symptom reported by the customer could not be confirmed. A device history record review was completed for provided batch number 2287687 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
Material #: 305916 batch#: 2287687. It was reported by customer that writer was trying to administer hbv, but could not inject the vaccine into the student's arm due to resistance from the needle. Another nurse witnessed same; writer pulled out the needle without administering the vaccine; writer called and informed dad about it; dad understood same and agreed to continue with routine vaccination. Writers administer hpv vaccine on left arm (below the attempted site for hbv as per student¿s preference.) Another hbv with new needle was given on right arm. Who was affected? Patient. Verbatim: complaint received via email(s) attached. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2023. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): incident details: writer was trying to administer hbv, but could not inject the vaccine into the student's arm due to resistance from the needle. Another nurse witnessed same; writer pulled out the needle without administering the vaccine; writer called and informed dad about it; dad understood same and agreed to continue with routine vaccination. Writers administer hpv vaccine on left arm (below the attempted site for hbv as per student¿s preference.) Another hbv with new needle was given on right arm. Who was affected? Patient. Device information: device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: (B)(6). Expiry date: unknown. Supplier: (B)(4). Supplier catalogue number: 308-305916. Is device retained: yes. Wipe, contained, labeled? Wiped, double bagged (if consumable), and labeled as per instructions.